Manufacturer narrative:
The pod was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusions site frequently for proper cannula placement'. It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions. Bg levels successfully lowered with the application of the new pod.

Event description:
The customer's mother indicated that her son experienced consistently high bg levels (326-377 mg/dl) over a two-and-a-half hour period. A correction bolus had been administered, but was ineffective at lowering his levels. The cannula was reportedly kinked; it "was not inserted at a 45-degree angle and was more straight up and thus not properly inserted." The pod was removed and replaced; his bg levels successfully lowered with the application of the new pod. The suspect device will be returned for evaluation .